Manufacturer narrative:
The events occurred over the last three (3) months from the report date. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) clearlink solution sets would not flow. It was further reported that there were occlusions in the line and there was difficulty running lipids in the tubing. This issue was identified during patient use, mostly after blood work. The customer reported "it seems to be the filter". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.